Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was feeling clicking/jumping sensation intermittently in their chest for two days. The patient's primary physician felt that it may be due to the device. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.